Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked during the procedure. Trocar plugs were used. The procedure was completed without consequences to the patient. Additional information has been requested and received.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eleven additional complaints associated with the lot for the reported issue. One opened trocar hub was received for evaluation. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was also found conforming. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A high complaint rate for the possible lot numbers associated with this complaint was noted. Investigations have been completed and actions are presently being implemented in order to reduce the frequency of leaking trocar complaints. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).